Event description:
It was reported that during a procedure to treat an unspecified de novo lesion with no tortuosity, no calcification and 75% stenosis, pre-dilatation was performed with a 2.5x15 mm trek dilatation catheter. A 2.5x15 mm rx xience xpedition stent delivery system (sds) was advanced without resistance and pressurized for the first time; however, the pressure indication did not increase. Reportedly, the pressure increased only very slightly up to a very low pressure but did not increase any further. The sds was withdrawn from the patient anatomy without resistance. A new xience xpedition sds was used to complete the procedure. Once outside of the patient anatomy, the sds was pressurized and leakage was observed from the middle portion of the stent/balloon area. Although pressurized, the stent implant was still mounted on the sds balloon; however, the stent struts became flared during manipulation of the stent area during testing of the device outside of the patient anatomy post procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed due to a tear in the balloon. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.